Event description:
Medtronic received information regarding a navigation device being used during a functional endoscopic sinus surgery (fess). It was reported that the navigation system was unresponsive during the procedure and required a reset. Following a hard reset, the procedure was continued. However, towards the conclusion of the procedure, the system powered off without prompt from the user and restarted without a noted voltage jump in the room. There was no reported delay to the procedure due to this issue. There was no reported impact on patient outcome. It was suspected that the issue was caused by the computer of the navigation system.

Manufacturer narrative:
No parts have been received by the manufacturer for evaluation. Concomitant medical products: section d information references the main component of the system. Other relevant device(s) are: product ID: 9736217, serial/lot #: unk. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Onsite functional and visual examination was performed by a manufacturer representative. Parts were replaced and the issue was resolved. The system passed a system checkout and was returned to an operational condition. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
D10: updated. Product ID: computer 9736217 aio flex ent svc, serial/lot : 0072390152, ubd: , UDI: (B)(4). H3: hardware analysis confirmed the reported issue. The returned all-in-one computer had impact damage on the upper right hand edge of the screen. When tested on initial boot up, the system froze and displayed the error code 64 message. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.